Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. Proximal conductor fractured. The defib conductor had fracture (overstress), there was blood/body fluid on outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress crack, the outer insulation had cosmetic depression, the helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that the lead was explanted due to infection. The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No further patient complications have been reported as a result of this event.